Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a moderately tortuous and moderately calcified iliac artery. The lesion was predilated. An 8.0 x 40 x 75 cm express ld iliac/biliary balloon-expandable stent was advanced for treatment. While attempting to advance the device through the lesion, the stent came off from the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications resulting from this event.